Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 3002806535-2013-00044-1.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2006. Subsequently, patient underwent a revision procedure on (B)(6) 2013 due to elevated metal ion levels. Operative notes indicates presence of a fluid, mass of granulation tissue, and osteolysis. The head and acetabular cup were removed and replaced. Patient underwent a revision procedure on (B)(6) 2014 due to hematoma and leg length discrepancy. The head was removed and replaced.